Manufacturer narrative:
Additional common device names: mnh, mni, kwq, kwp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the surgery with matrix for the spondylolisthesis, the surgeon could not remove the polyaxial screw head easily despite many attempts. Reportedly the polyaxial screw head had been removed while the surgeon was rotating the handle of the plier in the polyaxial head. The surgical delay was 30 minutes. There were no adverse consequences to the patient. This is report 2 of 2 for (B)(4).